Manufacturer narrative:
(B)(4).

Event description:
It was reported the healthcare professional (hcp) was not happy with the catheter, its anchor system or splice kit. They had "never experienced so many catheter problems" since the catheter was introduced. The managing hcps "constantly complain" that the catheter was not "well seen on x-ray".